Event description:
It was reported that the tips of the maryland bipolar forceps instrument would not open during a da vinci s surgical procedure. No patient harm, adverse outcome or injury was reported. The customer reported malfunction does not in itself constitute a reportable event, however, during internal evaluation of the instrument, engineering discovered evidence that an arcing event may have occurred during a previous surgical procedure.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the customer reported failure mode as the instrument passed recognition and engagement testing. Additional functional testing revealed that the instrument moved intuitively with a full range of motion in all directions and the grip opened and closed properly. Engineering also observed charring of the insulation material, indicating that an arcing event occurred. One yaw pulley cover exhibits a char mark at one corner of the grip base. The other yaw pulley and yaw pulley cover are undamaged. The instrument passed electrical continuity testing. No other damage was observed.